Manufacturer narrative:
The MFR's service rep performed an on-site investigation. The service rep retrieved the error message log files, and calibrated the filament. The system was tested and operates as intended.

Event description:
The customer reported that the 9900 system would display a different regulator error message during fluoroscopy. No pt injury was reported.